Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. Programming changes were implemented, and the patient left in stable condition.